Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. Following insertion of the catheter into the left atrium, the catheter could not be irrigated through the lumen. There was no difficulty deploying nor undeploying the catheter noted. The catheter was replaced, and the procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. Following insertion of the catheter into the left atrium, the catheter could not be irrigated through the lumen. There was no difficulty deploying nor undeploying the catheter noted. The catheter was replaced, and the procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. Functional testing was performed, and a guidewire was able to be inserted through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Flushing was tested in all positions, and no abnormalities were observed during flushing. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.